Event description:
Home health nurse reported pump malfunction: set level 3. Nurse already called manufacturer and they need to service the pump. Pump number 81534417. Sn: (B)(4). Pump due date 3/26/2023. Was able to infuse medication with gravity tubing instead of pump. No adverse event/ no missed dose. Product will be returned. No other info known. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual device available for investigation? No info available. Did we replace the device? Yes; did the pt have a backup device they were able to switch to? No; reported to (B)(6) by pt/caregiver.